Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the arteries and veins were linked, the clips were locked in the jaw with the loading or firing. A device with a different lot number was used to complete the case. There was no patient injury.